Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nicu patient was receiving 0.025 mcg/kg/minute of alprostadil (pge) when their oxygen level began de-saturating to the low 70's. Tracing the lines revealed a small leak in the tubing just above the insertion point in the pge tube. The line was changed, and the patient's saturation improved back to the 80's. There was no report of lasting harm, and the customer stated they believe the patient improved once their dose was again regulated.

Event description:
The customer reported a nicu patient was receiving 0.025 mcg/kg/minute of alprostadil (pge) when their oxygen level began de-saturating to the low 70's. Tracing the lines revealed a small leak in the tubing just above the insertion point in the pge tube. The line was changed, and the patient's saturation improved back to the 80's. There was no report of lasting harm, and the customer stated they believe the patient improved once the dose was again regulated.

Manufacturer narrative:
Additional information provided. The customer¿s report of a small leak in the tubing just above the insertion point in the pge tube was not confirmed. Visual inspection of the set showed no damage or any anomalies. Functional and pressure testing resulted in fluid flowing freely through the set with no issues or leaks observed. The root cause of the leaking was not identified.

Event description:
The customer reported a nicu patient was receiving 0.025 mcg/kg/minute of alprostadil (pge) when their oxygen level began de-saturating to the low 70's. Tracing the lines revealed a small leak in the tubing just above the insertion point in the pge tube. The line was changed, and the patient's saturation improved back to the 80's. There was no report of lasting harm, and the customer stated they believe the patient improved once their dose was again regulated.